Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was received. It was noted that the lead was stretched. The distal conductor was distorted and there was a deformation/fracture in the inner coil 5 cm proximal section. Also noted extension problems.

Event description:
It was reported that during the implant procedure the helix would not extend and retract properly. The device was not implanted. No patient complications have been reported as a result of this event.